Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient was not receiving adequate therapy from the scs system despite multiple programming attempts. In turn, the entire system was explanted.